Event description:
The customer alleges that the device did not create a vapor. No intervention required. Another device was obtained for patient use.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. The device history record review showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed since the sample was not returned and no picture was provided. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.